Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Damage was discovered to a printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failure could not be determined. It is assumed that the image froze due to a failure of the printed circuit board. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the evis exera iii video system center loaner device was producing an image that continuously froze. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The issue was found upon receipt of the device.